Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system needed the software reloaded, the field engineer reported that the software was corrupted and the system would not boot. There is no report of death or serious injury associated with this complaint.